Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited cut at the pink probe, pinholes in adhesive of light guide lens, fluid in the bending section and corrosion in bending section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: cut at the pink probe, pinholes in adhesive of light guide lens, fluid in the bending section and corrosion in bending section. A root cause could not be identified for cut at pink probe and pinholes in adhesive. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.